Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported waking up to a blank display on the insulin pump. Battery out limit and an off no power alarm was noted in the alarm history. It was noted that the display returned after the insertion of a new battery. Customer's blood glucose reading at the time of the call was 198 mg/dl. No further information reported.